Event description:
The reporter stated, the surgeon implanted an 11.5 icm115v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted in 2009, due to inadequate vaulting. The lens was exchanged for a longer lens. The patient's bcva is 20/20.